Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Door seal is covered under a lifetime warranty and the customer needs this replaced because the tub door is leaking.